Event description:
Arjo became aware of the patient fall from the citadel bed frame. No injuries were sustained. The customer staff reported that the alarm (referring to the varizone patient movement/exit detection) was malfunctioning. The bed alarm appeared to be on but did not activate. The device inspection conducted by arjo service technician did not reveal any malfunctions.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.